Manufacturer narrative:
The field service engineer (fse) contacted the customer who informed the fse that the needle cartridge had been replaced to resolve the leak. The customer cleaned the spill and canceled the service call. (B)(4).

Event description:
The customer reported a fluid leak of approximately 40ml from a coulter lh 780 hematology analyzer. It is unknown whether the leak was contained within the instrument; however, no error ménages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.